Event description:
It was reported that (1) device was not used during a procedure. It was reported by the rep that this device is the sales rep demo. The device was not used in a surgical procedure, but rather in an office demonstration. When the hp052 is connected to the generator, a steady tone is produced when either foot pedal is activated.